Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: purple image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of reported issue and purple image was traced to broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope was unable to perform white balance. The event occurred during a therapeutic laparoscopic procedure while the patient was under sedation. The procedure was completed with the similar device. There were no reports of patient harm.